Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was 545 mg/dl. Suspected cause was unknown as well thought to be due to the customer¿s settings requiring adjustments. A manual dose injection was administered to address bg. Customer updated their pump settings to address the event. Recommendation was made to consult with a healthcare provider regarding diabetes management.